Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose value was 521 mg/dl. A correction bolus was delivered to address elevated bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Cause was not known. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.